Event description:
It was reported that the pt complained that the device started to get hot and started burning during use. Customer reported that they had two sensors in the pacu area to get hot. One of the nurses reported that she felt the sensor after removing the sensor from pt and it did feel hot. It was reported that the incidents happened on two different occasions and was from two different nurses and pts. It was reported that there was no medical intervention due to the event.

Manufacturer narrative:
Attempts for product return and requests for add'l info were made. The product has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the product is returned, a follow up report will be submitted.

Manufacturer narrative:
The returned sensor was evaluated. Visual inspection found exposed emitter leg at the emitter assembly window. Per sensor's dfu, "the sensor should be free of visible defects. Never use a damaged sensor or one with exposed electrical circuitry. Functional analysis determined to pass eeprom, continuity test and skin temperature testing. A review of the lot history for this sensor was performed and it was concluded that sensors from this lot have been in the field for five (5) months with no similar issues reported prior to this event.